Event description:
It was reported the patient experienced a perforation and pericardial effusion due to high thresholds on the right ventricular (rv) lead. The rv lead was turned off and was later explanted and replaced with a lead that was placed high on the rv septum. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).